Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)? No patient consequence or change in the post-operative

Event description:
It was reported that during the endoscopic left lower lobectomy, could not fire with ecr45w on first firing. Changed the new ecr45w and completed firing sequence. Then the surgeon noted that some staples with irregular shape and oozing. Suture was used to over-sew. The patient was stable and in hospital.